Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure the first device only ablated for 30 seconds. The physician viewed the cavity via hysteroscope and noted a partial ablation of the cavity. Hologic representative present noted that using a second device to re-ablate is contraindicated but the physician proceeded. Upon removal of the second device the sheath was crumpled. No known impact to patient.